Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia and was found to be bradycardic by emergency medical services (ems) due to an implantable cardioverter defibrillator (ICD) pacing problem. The patient was admitted to the hospital and was receiving transcutaneous pacing while on a ventilator. The ICD was unable to be interrogated. The ICD was explanted and replaced. Transcutaneous pacing was discontinued post replacement but the patient remained on a ventilator. No further patient complications have been reported as a result of this event.